Manufacturer narrative:
Physio-control provided customer with the part number and ordering information for a replacement therapy connector. The removed connector will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device's therapy connector had broken pins. The customer contacted physio-control to obtain the part number for a replacement therapy connector, since the pins could not be removed. There were no reports of patent use associated with this event.